Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, a partial lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths due to procedural damage. Destructive analysis found the inner insulation was breached/damaged due to procedural damage.

Event description:
New information received noted that the right ventricular lead and the right atrial lead was explanted and replaced. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-43050. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that during isometric exercises the right ventricular lead and the right atrial lead exhibited noise oversensing which resulted in pacing inhibition. No intervention was performed. The patient was stable.